Manufacturer narrative:
Unknown; requested but not provided. Date of event: unknown; requested but not provided. The best estimate date is between (B)(6) 2021 and (B)(6) 2023. Section d6b: if explanted, give date: unknown, information was requested but not provided. The best estimate date is may 2022. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Multiple attempts have been made to obtain additional information regarding the event; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the glaucoma implant was implanted on (B)(6) 2021, it was then removed in may 2022. The patient is experiencing inflammation, irritation, and constant watering of the eye. The patient believes the body has rejected the implant. The patient is currently under treatment with the same implanting physician and on the following medications: prednisone for 3 days; eorzolamieehci ,timololmaleate; bromfenac solution. The patient reported having permanent eye and optic damage and is suggesting that it might be the implant. No further information was provided.